Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 515 mg/dl. The customer stated their high blood glucose was caused by the insulin pump going into threshold suspend. Customer's blood glucose was 140 mg/dl at the time of the call. The customer also reported receiving a failed battery test and a battery out limit alarm. Customer stated a replacement battery cap did not resolve the issue. The customer stated they did not damage their insulin pump. Customer will be returning their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.